Manufacturer narrative:
H10: bench repair evaluated the device and confirmed that it has an intermittent failure that has not been able to be reproduce after testing, but the client has sent a video showing what is happening. The respirator did not turn on when pressing the power button and the audible alarm went off as when the equipment was left without power when it was in operation. No type of related message appeared in the error log, so the part that can cause this was the power management (pm) printed circuit board assembly (pcba). The equipment's measurements were tested, and it worked correctly. Bench replaced pm pcba board to resolve the reported issue. Following the testing and verification procedure for this equipment, the device's factory settings were restored. All the necessary verifications have been carried out to certify the restoration to the conditions prior to the breakdown. To ensure proper operation of the equipment, we recommend that you use only accessories and consumables approved by philips. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Based on information provided and/or service performed it was confirmed unit did not meet product specifications. It was determined that the pm pcba board was the cause of the reported issue. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.

Event description:
Philips received a complaint by the customer on the v60, indicating that the devices screen went black without reacting. It is unknown if the unit was in patient use at the time of the reported issue. No patient or user harm was reported.

Manufacturer narrative:
(B)(6).